Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that a medtronic representative was installing cranial 3.0.1 and setting up networking when the system showed a 722 and 723 error message. Stealth port was confirmed. It was suggested to delete the qr port and ae title because the site was not using other stealth system to connect. The issue was not resolved. Additionally, it was noted that the test dicom was showing green but however could not retrieve images. No patient present.

Manufacturer narrative:
Analysis of the software 9735585 stealthstation cranial (unknown serial/lot #) found no failure. Per (B)(4), the permissions were not correctly setup for dicom query. Software is functioning as designed. Product event summary # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that a medtronic representative was...